Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the btt ¿popped¿ during inflation using less that 25cc¿s of air. The hospital did not report any patient effects.

Manufacturer narrative:
Updated ship history comment: the lot number and event date were not provided. A ship history was completed. There was no record of any sale of the product to the account in the year prior to the aware date.  The account reported that they do not use a distributer and they do not share devices with a sister hospital. The account is unable to provide the device record of sale.  Therefore, the lhr/DHR/ncmr batch history review is unable to be performed. A ship history was performed for the reported product part number which identified the ship-to party (account (B)(4); (B)(6) hospital medical center as the reported event site location. A lot history record review was completed for lots 25037580, 25037287 and 25035255 the only 3 lots shipped to the event site prior to the event date. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the btt ¿popped¿ during inflation using less that 25cc¿s of air. The hospital did not report any patient effects.